Event description:
It was reported that the patient is experiencing pain. Patient also is reporting that cobalt level is 5.9 and also has loss of hearing.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that the patient is experiencing pain. Patient also is reporting that cobalt level is 5.9 and also has loss of hearing.

Manufacturer narrative:
An event regarding pain and abnormal metal ion levels involving an unknown hip system was reported. Device evaluation could not be performed as no items were returned. A device history review could not be performed because the device associated with this event was not returned nor was it properly identified. A complaint history review could not be performed. The event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time.